Manufacturer narrative:
Fsca:2182269-04/16/24-001-r no devices were received for investigation, however a CAPA exists related to this complaint investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No nonconformances associated with the reported event were identified.

Event description:
During af ablation, the agilis was defective while prepping. The sheath was replaced and the procedure was completed successfully with no patient consequences.

Manufacturer narrative:
Fsca number: 2182269-04/16/24-001-r.